Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify e70 alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was 10 mmol/l. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.